Event description:
It was reported that inappropriate antitachycardia pacing due to incorrect interpretation of fast atrial fibrillation was observed on the device. The physician did not allege a malfunction against the device. Medication was administered to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated the device delivered inappropriate defibrillation therapy and antitachycardia pacing for fast atrial fibrillation. Device reprogramming and medication changes are anticipated. The patient was in stable condition and will continue to be monitored.